Manufacturer narrative:
This complaint was determined to be a duplicate.refer to initial report: 9612501-2016-01059.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, the surgeon complain that the device did not deflate fast enough during a bradycardia condition with the patient. A 12mm trocar had to be placed in emergency to deflate the abdominal cavity before.